Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a cardiac catheterization procedure, a dissection of the right coronary artery occurred. A stent was placed to treat the dissection, along with packed red blood cells. After the procedure, the patient experienced several vagal episodes, treated with atropine, neo-synephrine and IV fluids. Oozing of the bilateral groin access sites was also noted, that was treated with manual pressure. A CT scan of the abdomen and pelvis was performed but no issues were noted. The patient was monitored overnight and remained in stable condition.